Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had damaged touch screen. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d10, e1(initial reporter name, event site email), g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer evaluated the unit and confirmed a damaged touchscreen, which was subsequently replaced. During post-repair testing, the pneumatic interface module (pim) failed; however, it could not be determined whether this failure was related to the event that caused the touchscreen damage. The pim was replaced, and a full functional and calibration check was performed. No issues were duplicated following the repairs, and the unit was verified to be operating within normal specifications.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) touch screen damaged. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.